Manufacturer narrative:
Tech found the bed in the bed shop. No head up function as the valve was stuck. Replaced head "up" hydraulic valve (pn 6543035) to resolve this issue.

Event description:
Info received indicating that the head up function was not working.